Event description:
It was reported that during a right coronary artery stenting procedure, a multi-link stent delivery system (sds) was advanced without resistance. On angiogram the stent looked bent in appearance, but still attached to the sds. The stent was pulled back into the guide catheter and the sds, guide catheter, and guide wire were removed as one unit without difficulty. Upon removal, the stent was not found. There was a full coronary artery angiogram was performed and the stent is not located in the patients anatomy. Although a search was done, it remains unsure if the stent was lost in the operating room outside the patients anatomy somewhere. The procedure was completed with another same size multi-link sds. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported stent damage could not be confirmed because the stent was not returned for analysis. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.